Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). Further patient information, including discrepant results was provided. The investigation is ongoing.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for two patient samples. (> 10 ng/l is considered abnormal, male: 4 to 12 ng/l, female: 4 to 10 ng/l the following results were provided: on (B)(6) 2025 sid (B)(6) 62-year-old male patient: initial result = 10.2 pg/ml, repeat result = <3.2 pg/ml on (B)(6) 2025 sid (B)(6) 57-year-old female patient: initial result = 11.2 pg/ml, repeat result = <3.2 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
The field service representative inspected the architect i2000sr processing module, performed multiple system checks and replaced various fluidics components. Data and information provided by the customer were reviewed. The instrument service history for the (B)(6) verified there were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect i2000sr processing module did not identify any similar issues related to the current issue. A review of the manufacturing documentation did not identify any non-conformances related to the current complaint. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial number (B)(6) was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for two patient samples. (> 10 ng/l is considered abnormal, male: 4 to 12 ng/l, female: 4 to 10 ng/l. The following results were provided: (B)(6) 2025 sid (B)(6), 62-year-old male patient: initial result = 10.2 pg/ml, repeat result = <3.2 pg/ml (B)(6) 2025 sid (B)(6), 57-year-old female patient: initial result = 11.2 pg/ml, repeat result = <3.2 pg/ml. No impact to patient management was reported.